Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an orif surgery with a tfna long for a subtrochanteric fracture. The instrument set and image intensifier were used to make all sorts of adjustments regarding implants and drilling. The drill bit interfered with the nail when drilling the proximal hole in the distal side. After the interference, the surgeon checked the axial position direction again and it did not seem to be misaligned, so the surgeon tapped the drill and tried to pass the hole, but it did not move. The surgeon removed the drill once and attempted to make a burr hole with a guide pin, and the guide pin went through easily. The surgeon then drilled again, but the drill bit still did not pass through and interfered with the nail, so the surgeon removed the drill sleeve to give the drill bit some play, and in a somewhat manual method, the surgeon passed the drill bit. The drill bit did not interfere with the nail when drilling a hole in the distal side. The surgery was completed successfully within 30 minutes delay. No fragments were generated. There are no pieces in the patient. The surgeon confirmed by x-ray. Patient status/ outcome: stable. No further information is available. This report is for one (1) drill bit ø4.2 calibr l340 3flute f/quic this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: date of concomitant therapy is (B)(6), 2024. A manufacturing record evaluation was performed for the finished device. Product code: 03.010.061 lot: 7069p11 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 25 september 2023 manufacturing site: jabil bettlach. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device found signs of normal use at the drill bit ø4.2 calibr l340 3flute f/quic. A dimensional inspection was performed for the drill bit ø4.2 calibr l340 3flute f/quic and met specifications. A functional test could not be performed as the mating device was not returned. The overall complaint was not confirmed as the drill bit ø4.2 calibr l340 3flute f/quic was found to have no damage or defects. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed current and manufactured revisions were reviewed. Dimensional inspection: feature: shaft diameter result: conforming device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.